Manufacturer narrative:
(B)(4). The sample was not returned and the lot number is unknown, a device analysis cannot be completed. If any additional relevant information becomes available, a follow up medwatch will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd). On an unknown date, the patient experienced peritonitis and was hospitalized. However, the treatment for the peritonitis is unknown. The patient had recovered from this peritonitis event.